Manufacturer narrative:
The reported icy catheter leak was not confirmed. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 79865.

Event description:
On (B)(6) 2019, zoll received a medwatch report mw5082215: "hypothermia catheter failed during use - ns fluid level noted to be decreasing." Based on the follow-up information, the patient was hospitalized and underwent treatment for hypothermia. The icy catheter was inserted on (B)(6) 2018 at (B)(6) pm without issue in the right femoral vein. Following day, the saline bag was noted low in volume. No leak was observed at the site and the catheter leak was suspected. The catheter was replaced on (B)(6) 2018 at (B)(6) am to continue with therapy. No known impact or patient consequence information was available.